Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays that the distal end of the needle had broken. The most likely cause can be attributed to user error of the device due to excessive force being used during firing to pass the needles through thick or hard tissue or hitting bone with the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via sems-06017409 that an ar-13991n scorpion¿ needle tip broke off. This occurred during an arthroscopy rotator cuff repair on (B)(6) 2023, it was not possible to recover the broken tip and it remained inside the patient's joint. The surgery was completed using another device.